Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Review of the log files show that the unit was not regularly in use and the following alarms were active: alarm 315 - inspiration valve or device leaky, alarm 222 - oxygen sensor failed, please replace, and alarm 325 - epc fan does not rotate correctly. Customer was requested to ensure that no cables were caught underneath the epc fan. Log files also show that flow insp zero calibration failed. Customer was requested to send an adc screenshot for further analysis.

Event description:
The customer reported alarm 315 - inspiration valve or device leaky is active during start-up. There is no patient involvement with the reported event.